Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple error alarm. Customer blood glucose level was 18.7 mmol/l. Troubleshooting was performed. Self-test was failed. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected the hrm task did not grant motor power in reasonable time alarm or hardware low-level failures alarm noted during testing however, hardware low-level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace on the keypad assembly.